Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized for a blood glucose of 725 mg/dl. Upon removal of the infusion set, they discovered a bent cannula. No apparent symptoms of high blood glucose were mentioned, but the customer went into diabetic ketoacidosis. Troubleshooting was initiated to inspect the pump for damage and functionality. A high pressure test was performed and the pump passed. The caller was advised that the pump was functioning as designed. No products were shipped or returned.